Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. The patient's right atrial (ra) lead had dislodged. The lead was turned off and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead dislodged while a peripherally inserted central catheter (PICC) line was being placed. The patient was a participant in the product surveillance registry study.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.